Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one representative sample of a device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skull closure, the device broke. There was extension of incision by more than 1 inch and had rupture experienced for 7 times in this case. The new product was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skull closure, the thread broke. There was extension of incision by more than 1 inch and had rupture experienced for 7 times in this case. New product was used to complete the case. There was no patient injury.